Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Evaluation result: the analysis results found that the ats45 device was received with the clamping mechanism damaged and with no cartridge reload present. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the lockout plate was found out of position. While no conclusion could be reached on what caused the clamping mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during an unknown procedure, the device was unable to clamp down and lock on tissue when the closure handle was fully depressed. The case was completed using another device of the same product code. There were no patient consequences reported.